Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was treated for a high blood glucose (bg) of 400 mg/dl with confusion associated with an alleged loss of prime issue. Reportedly, the patient continued pump therapy and received emergency medical services (ems) treatment by a healthcare provider and received glucose tablets/glucose gel as treatment. During troubleshooting with customer technical support (cts), it was revealed that the patient was over/under cycling the cartridge, was using expired cartridges and was reusing the cartridges and used cartridges longer than 2-3 days. It was concluded that the patient using expired cartridges prompted the loss of prime warning. It was also revealed that the loss of prime occurred 2 or more times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.